Event description:
It was reported that the patient received a merlin.net alert for nsln. The electrogram showed no noise on the lead but what appeared to be post-paced t-wave oversensing. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.